Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown shell ¿ unknown part and lot; unknown stem ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10607, 0001825034 - 2018 - 10609.

Event description:
It was reported patient underwent a hip revision at an unknown amount of time post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed. Medical records were provided and reviewed by a health care professional. Review of the revision operative notes records identified that the patient was revised due to failed mom construct. It noted evidence of significant synovitis and metal on metal wear. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a right hip revision approximately 10 years post implantation due to synovitis and metal on metal wear. The head and cup components were removed and replaced.

Manufacturer narrative:
Concomitant medical products: us157852 ¿ m2a magnum cup ¿ 797490, 11-103202 ¿ taperloc femoral stem 0 604780, 139254 ¿ m2a mangum taper ¿ 292980. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.